Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, surgeon used collared pin in 4in1 cutting block, when trying to remove found it had broken in two, leaving threaded end in patient femur. Australia (B)(4).